Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5: reference manufacturer report: 1627487-2018-02033, 3006705815-2018-00438, 3006705815-2018-00439, 1627487-2018-02108. It was reported the patient was seen for routine reprogramming and presented with a fever. The patient was assessed by the dr. Who sent to the patient to the ER with an infection. The origin of the infection was unknown. Reportedly, pus was present at the ipg site and it is unknown if a culture was obtained. No additional information about the patient status was available at this time.